Manufacturer narrative:
Explant date is unknown. Approximate age of device - 10 months and 24 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to a cerebrovascular accident (cva). The pump was explanted. Additional information was requested but not provided.

Event description:
Additional information: it was reported that the stroke was a large left middle cerebral artery (mca) stroke. An autopsy was not preformed and the device was not returned.